Event description:
It was reported that during a laparoscopic gastrectomy procedure, the cartridge came off the stapler. Another stapler was used to complete the surgery.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.